Manufacturer narrative:
The insulin pump had no button error alarms. The device had intermittent button response due to moisture damage on keypad traces. The insulin pump had minor scratched lcd window, cracked display window corners, and cracked reservoir tube lip. The numbers do not ramp up on its own or scroll bar moving with no input. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 278 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.